Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes were cracked during the blood draw, leaking blood out the side of the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a cracked tube with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on the investigation, a root cause could not be determined. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes were cracked during the blood draw, leaking blood out the side of the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.